Event description:
It was reported that the patient was having power issues with the controller black power cable when angled in particular ways. The patient had no issues with the mpu. The patient troubleshooted with cleaning and rotating the battery clips. The controller displayed low voltage alarms for the black power cable when positioned horizontally. Log files were reviewed by tech services and the event log appeared to capture some low voltage hazard events when switching power sources from the mpu to battery power and specifically when the white power cable was disconnected leaving the black power cable to power the controller. The event log also captured some connect power events on the black power cable while using battery power.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of atypical low voltage and power cable disconnect alarms were confirmed via the provided log file. The log file captured an atypical low voltage hazard alarm and a few atypical powers cable disconnect alarms on (B)(6) 2025 due to the voltage within the white power cable fluctuating below the power cable disconnect alarm threshold. The low voltage hazard alarm occurred during a power source exchange when the black cable was routinely disconnected from power while the power cable disconnect alarm condition was active within the white cable. Each alarm resolved shortly after occurring when power was restored to the system, and the pump operated as intended throughout the data. The system controller (serial number: (B)(6) was not returned for analysis. Available information for this event indicates that no products were exchanged, as the issue had self-resolved. The root cause of the observed voltage changes within the log file, resulting in atypical low voltage and power cable disconnect alarms, was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number: (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ and the heartmate 3 lvas instructions for use section 7 ¿alarms and troubleshooting¿ instructs users on how to identify and respond to alarms that sound from their controller, including low voltage and power cable disconnect alarms. Users are instructed to connect to a working power source to resolve low voltage and power cable disconnect alarms. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported on 05jan2026 that the cause of the alarms was identified to be positions while using a specific bag. No products were exchanged as the issue self-resolved.

Manufacturer narrative:
Corrections: b5. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.